Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. Physio informed the customer of the issue and advised them to obtain a replacement 3rd party usb data cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly while they were using it. There was no report of patient use associated with the reported event.